Event description:
In this event it is reported that cavitron plus tap-on,240v-UK-g136 is alleged to have poor water flow to insert causing it to overheat. No injury occurred.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
DHR review is not required because the product is outside of useful life and the described failure mode is a known hazard.